Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a procedure of liver. After about 1 hour use, short circuit error continued to occur. And the ptfe pad of the device came away when the user checked the device. There was no fallen fragment of the device. There was no patient harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00937 to provide additional information based on the evaluation of the device. 2 thunderbeat devices were returned to olympus medical systems corp. (Omsc). And omsc found 2 thunderbeat devices were failed during the procedure. This report is the first report of two. Lot # was corrected. Device manufacturer date was identified and filled in. The evaluation confirmed that the ptfe pad was partially peeled. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. As a result of the investigation, it is highly likely that the ptfe pad was partially peeled since the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And it is highly likely that the short circuit error occurred since the ptfe pad on the jaw was worn and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2015-01026.